Event description:
The patient reported that the v-go lifted up. The patient mentioned the area had some blood, minor cuts and she felt some pain. The patient mentioned this happened about 4 1/2 hours after she started wearing the v-go on her abdomen. The patient mentioned she was sitting and stood up, then she felt the pain and when she lifted up her shirt the v-go has lifted up. The patient indicated that the area now is ok but sensitive to the touch. The patient indicated that she put some neosporin cream and a bandage over the minor cuts, in order to heal the area. The patient indicated she has been using v-go for 10 days. The patient stated she took the v-go off, discarded it and replaced it with a new v-go.